Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer's low blood glucose level was 27 mg/dl. The customer's high blood glucose level was 600 mg/dl. Customer's high blood glucose was treated with insulin pump. Customer's low blood glucose was treated with carbs. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that insulin pump was leaking. Troubleshooting was performed. Self test was passed. Displacement test was passed. The insulin pump will be returned for analysis.